Event description:
It was reported by svc report that the left head rail would not go up and down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: timing link.